Event description:
It was initially reported that the recently implanted pt was having ambulation difficulties and an increase in seizures, but it was not clear if the seizure frequency was more than the pre-vns levels. The pt's device has been disabled at this time due to the recent issues. Good faith attempts to obtain add'l info have been unsuccessful to date.